Event description:
When accessing pt's pac, the gripper needle felt different than usual upon insertion. Pt said it was stinging, and rn noted blood return. Rn attempted to use the safety device to withdrawal the needle and that's when the rn realized that the device was defective. The needle would not 'catch' in the safety device and was moving around and not securing.